Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that a revision for a broken exeter stem took place on (B)(6) 2013 in (B)(6). The patient had primary done in 2011 in (B)(6). It was reported that the patient twisted his hip while closing a gate. The stem broke at the neck and therefore also wore away part of the poly liner. The surgeon had to perform a revision of the stem, head and liner.

Manufacturer narrative:
The event was confirmed. It was confirmed that the neck of the stem broke at the same level as the distal end of the femoral head. No material or manufacturing defects were observed on the fracture surface examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
The distributor reported on behalf of the customer that a revision for a broken exeter stem took place on (B)(6) 2013 in (B)(6). The patient had primary done in 2011 in (B)(6). It was reported that the patient twisted his hip while closing a gate. The stem broke at the neck and therefore, also wore away part of the poly liner. The surgeon had to perform a revision of the stem, head and liner.